Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they had migration, lead moved or wire moved and was experiencing loss of therapy. The issue was not resolved nad was still ongoing. The patient's spouse reported today that the lead became dislodged today and visibly out. They also stated that the patient had been experiencing leakage and had been unable to track any data for the past 24 hours. They expressed that they considered the trial unsuccessful. They advised them to contact their clinician for further evaluation and informed their manufacturing representative (rep) of the situation.